Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. No identifying product information was given by the reporter; therefore, no device history record (DHR) for the batch could be reviewed. The shunt remains implanted in the eye. Because a sample was not returned, the root cause cannot be determined. No further information is expected. (B)(4).

Event description:
In a follow up, a surgoen reported that the patient had increased intraocular pressure (iop) and two sutures were lysed withing the first postoperative month.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that at nine months postoperative shunt implantation, a needling procedure was performed. At the ten month postoperative visit, the surgeon diagnosed decreased corneal endothelial cell loss. The surgeon does not blame the shunt for the cell loss, but rather the patient's history of cataract surgery and laser treatment. The patient is scheduled to follow up with office visits without any treatments or interventions at this time.

Event description:
A surgeon reported that 2 days after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. The tissue surrounding the tip of the shunt was irradiated with a laser to prevent incarceration. There was no harm to the patient and the shunt remains implanted. No further information is expected.